Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,01-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was auto rebooted and failed to communicate. A field service engineer checked station and confirmed normal operation. Rebooted and tested drawers using hardware test application. Re-seated bus cables, cleaned for debris, and verified drawer detection. All drawers and cubies passed diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 integrated main device did not communicate, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.